Event description:
New information states that programming changes were made to resolve post-paced t-wave oversensing. Patient is doing well and no additional episodes have been noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission that non-sustained rv oversensing was observed due to post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were recommended. No further information was provided.